Event description:
The customer reported the image on the left monitor would intermittently disappear. This resulted in an intermittent recoverable loss of imaging functionality. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.